Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Loss of capture was observed. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.